Event description:
It was reported that the patient passed away and the cause of death was unknown. The outcome was device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.